Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that blood cultures obtained from the patient on (B)(6) 2021 grew 4/4 bottles of enterococcus faecalis which finalized on (B)(6) 2021. The patient had a fever of 102 degrees f. The source of infection on (B)(6) 2021 was unknown, but was reportedly not related to the lvad. The patient was started on antibiotics but switched to linezolid on (B)(6) 2021. Blood cultures from (B)(6) 2021 were negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 04nov2015. The heartmate ii lvas IFU rev. C is currently available. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.